Event description:
The holes of the plate appear to be misaligned causing a 30 minute delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.